Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient had a complication following their implant surgery; they had a hospital-borne infection and wasn¿t able to walk. They noted they had to stay in a nursing home for over a month. No device issues or further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2019-aug-15 reporting that the patient got a hospital born infection post implant. The patient had to be in a nursing home rehab facility for 4 months and then rehab at home after that. In that time the patient had 2 bouts of pneumonia. No device issues or further complications were reported or anticipated.